Manufacturer narrative:
Based on the claim against the medium-large clip applier by the customer noting the clip was not engaging, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a derailed grip cable at the distal idler pulley. The yaw motion was non-intuitive as a result. The complaint regarding the clip not engaging was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of a derailed cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which can lead to non-intuitive motion. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip was not engaging on the medium-large clip applier. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the medium-large clip applier would not close the clip around the bile duct. There was no patient harm. There was no report of non-intuitive motion.